Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 69 mg/dl and the insulin pump alarmed power error detected. Troubleshoot was declined for low blood glucose by the customer. The customer¿ was assisted with troubleshoot for power error detected. The product was not returned for analysis.